Event description:
Customer initially reported receiving imprecise adc meter readings however, customer did not report specific readings, stating the issue began last summer. During a follow-up call with adc customer svc, she stated she experienced a medical event while in bed and her "sugar dropped incredibly low" and she lost consciousness. Customer's friend found her and paramedics were called. She reported a meter reading of 16 mg/dl however, she was not certain if the reading was obtained from the adc meter or hcp meter. Customer was transported to a local hosp, diagnosed with hypoglycemia and treated with IV glucose. Adc customer svc was unable to obtain the meter readings associated in the initial complaint. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is an initial report. The product has been returned for investigation and a final report will be submitted when the investigation is complete. Note: this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.